Event description:
It was reported that the tandem-provided charging cable was damaged and nonfunctional. There was no reported impact to the customer¿s blood glucose level. The customer charged the pump with a secondary charging cable.